Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the screwdriver tip fractured. The correct surgical technique was used, and an alternate product was used to complete the procedure. No complications, surgical interventions, or foreign bodies resulted from this malfunction. Attempts have been made and no further information has been provided.